Event description:
Plaintiff was employed as a dental assistant and wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges she became allergic to latex and is no longer able to work as a dental assistant.